Event description:
Hcp reports one incident of a pt reaction with the psn 170 dialyzer, it was reported that the pt complained of shortness of breath, and wheezing throughout treatment but did not report it to the staff until the end of treatment. Hcp reported that at the end of treatment, blood was returned to the pt and the pt experienced increased shortness of breath, decreased blood pressure and anxiety and the pt stopped breathing. The pt was administered oxygen (dose and route unknown) and normal saline (amount unknown) and was transferred to the ER and was admitted overnight for observation. Pt was discharged the next day and had dialyzed subsequently with a membrane of a different type of dialyzer without incident. It was reported that the pt's symptoms have resolved.